Event description:
It was reported that bd saf-t-intima w/y adapter yel 24ga x .75 had foreign matter the following information was provided by the initial reporter: "1. Specific operation and usage: the nurse in the department of infectious diseases and hepatology prepared the patient for intravenous indwelling needle puncture. When adjusting the needle, it was found that there was floc in the catheter at the front of the puncture needle, which did not affect the patient. 2. Adverse events: hair on the needle of the indwelling needle 3. Impact on victims: problems are discovered in time and are not used on patients. 4. Treatment measures taken and results: the indwelling needle was replaced and punctured again."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383313 and lot number 1293537. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information received.